Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level below 41 mg/dl. Customer¿s experienced blood glucose levels of 79, 64, 59, 288, mg/dl. Customer¿s current blood glucose level was 64 mg/dl. Customer was not alleging insulin pump for over delivering. Customer stated that the insulin pump had insulin flow block alarm. The issue was resolved by changing complete set. The insulin pump will not be returned for analysis.